Event description:
Has had three -3- uterine artery embolizaitons with no relief of symptoms. Heavy menstrual bleeding with large blood clots. Fibroids are smaller but symptoms have not improved. Now scheduled for a hysterectomy.